Event description:
The stent came off the balloon during pre on the back table. The product was not used in the pt. Another device was used to successfully treat the pt. The product has been returned to cordis for analysis and testing, the results of which are pending.

Manufacturer narrative:
The user facility confirmed that the product was not used in the patient. This event occurred during prepping of the catheter for use. No additional information regarding the patient or procedural details is available. Per the report, this stent came off the balloon before use in the patient, during the prepping. There is no further information forthcoming. Based on the limited information, it is not possible to draw a conclusion between the device and the event. The "stent dislodged" complaint was confirmed.dried contrast medium was present inside the sds lumen. Ample evidence of stent impressions were noted on the outer surgace of the balloon, indicative of proper stent crimping and bumping during manufacture. A lot history review revealed thtat this is the first complaint of the type for the subject lot number to date. A device history review for this lot number revealed that the stent crossing profile and retention values were within specification. The exact cause for stent dislodgement could not conclusively be determined.